Manufacturer narrative:
Other, other text: additional information: h6 corrected data: b1, corrected data: corrected data b1: product problem.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was not keeping the correct time and date. There was no patient, or clinician injury associated with these occurrences.